Event description:
It was reported the patient underwent a knee revision approximately 6 years post-implantation due to pain and instability following a periprosthetic tibial fracture; both the femoral and monoblock tibial components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. - visual examination of the provided pictures identified signs of implantation there is nicks and gouges along with foreign material on the implants. As the devices were not returned, further evaluations could not be performed. - review of the device history records identified no deviations or anomalies during manufacturing related to the event. - devices are used for treatment. - the reported products were reviewed for compatibility with no issues noted. - review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review (reference (B)(4) in order to identify potential adverse trends. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no signs of hardware loosening or radiolucency. Incomplete healing of the oblique fracture involving the proximal tibial and fibular diaphysis could cause pain. - a definitive root cause cannot be determined. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. - the reported event was not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.